Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.

Manufacturer narrative:
N/a

Event description:
The following has been reported: pump reported as not working. The pump turns on then off. Charged pump overnight, then the pump turned on. Staff cleaned the av (actuator valve) pins. When staff put in the cassette, after the few minutes the reload cassette error appears. Staff tried another cassette, same problem happened with two good cassettes that work in other pumps. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.